Manufacturer narrative:
The reported field event of a capture anomaly could not be confirmed in the laboratory. Device functionality was normal when tested on the bench and using automated test equipment.

Event description:
It was reported that during implant, no capture was observed with this device. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.